Event description:
Event desc: the pt was undergoing an egd (esophago-gastroduodenoscopy) for cryotherapy of a gastrointestinal bleed using the polar want device. The pt had a distended abdomen and became pulseless. The pt rec'd CPR and was admitted to the ICU. The pt was extubated and discharged home a day or two later and is currently doing okay. It is uncertain if the device contributed to this event however there have been two other incidents with this device in approx the last year.